Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters and hives under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was admitted to the hospital. It is unclear if the patient was admitted due to the skin irritation or received medical intervention as follow up attempts were unsuccessful. Outcome of the irritation is unknown as follow up attempts were unsuccessful.